Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI): (B)(4). Device history record (DHR) - record showed no abnormalities related to the reported issue. Failure analysis:functional test: this mlx light source would not power up and blows fuses immediately. The power supply unit (psu) was faulty. Visual inspection: the power entry module had broken tabs. The top cover was broken. The reported complaint was confirmed from the evaluation. Physical damage consistent with rough handing, user error. No manufacturing, workmanship, or material deficiency has been identified.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that when the 00mlx mlx 300w xenon lightsource was powered on, the unit pops fuses. There was no known patient injury or surgery delay.